Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air/water nozzle was clogged with foreign material that could not be removed. As such, the specific material could not be identified and the cause for the clog could not be specified. The following was obtained regarding the user's device handling methods; the user inspected the air/water flow function prior to use and detected an abnormality (the customer's allegation), the nozzle was not clogged during a procedure, they used a mh-946 for manual cleaning, confirmed there was no scratches at the mouthpiece of the mh-946, used a non-olympus washer/disinfector, and lastly it was confirmed that the air/water nozzle had never been replaced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was confirmed. The device evaluation found water flow was insufficient due to clogging of the nozzle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had insufficient air/water flow. The issue was found during reprocessing. Inspection and testing of the returned device found the nozzle was clogged with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.